Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted (B)(6) 2004.

Event description:
It was reported that one day post generator change out the right ventricular (rv) lead rv defibrillation impedance was high. Follow up with the company representative indicated that no reprogramming was done and the impedance has since been stable. The lead remains in use. No patient complications have been reported as a result of this event.